Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant had a impella cp pump placed to support a patient with acute myocardial infarction and cardiogenic shock. The pump was inserted and found to have pump flow issues. The pump was removed and replaced. There was no patient harm.

Manufacturer narrative:
The investigation low pump flow has been completed. Data was not returned for review. Visual inspection found biomaterial inside the pump housing & wrapped around the impeller. No other issues were found on the rest of the pump. The root cause of the low flow was most likely biomaterial ingestion.